Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.3, lab: 1.9. The nurse stated the patient is new to the doctor's office and was recently discharged from the hospital early last week. The nurse stated they have performed three inratio inr tests since the patient was discharged and did adjust the patient's coumadin dose with the first two results. On (B)(6) 2012, inratio inr=1.9 changed coumadin dose with this result. On (B)(6) 2012, inratio inr=1.4 changed coumadin with this result. On (B)(6) 2012, inratio inr=1.3 did not change coumadin dose due to value.